Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely checked the integrated multisensor technology (imt) module and probe and aliquot probe, which passed. The customer ran quality controls, which resulted within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the dimension vista 1500 instrument, the cse cleaned the rotary valve and auto aligned the imt module. The cse discovered the peristaltic pump tubing was damaged and replaced it. The cse ran a quick check, which passed. Precision tests were run on quality controls five times at each level, and results were acceptable. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and resulted higher. The corrected result was reported to the physician(s). The customer stated that there were four additional samples affected, but did not provide data for those samples. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.